Manufacturer narrative:
The hill-rom technician replaced the head end brake casters which resolved the issue.

Event description:
Information received indicated the head end brake casters would swivel in brake mode.